Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in a micro centrifuge vial. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -7.0 diopter, into the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2017, the lens was exchanged with a shorter and same diopter lens, due to excessive vault. The problem was resolved. As of the date of MDR submission, the lens has not yet been returned for evaluation.